Event description:
It was reported that during service and repair pre-testing, it was discovered that the battery oscillator device had heat. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had intermittent operation, vibration and heat. Therefore, the reported condition was confirmed. It was determined that the intermittent operation was due to a worn motor that needs to be replaced with electronic control unit. It was determined that the overheating was due to worn bearings, which caused the motor to wear. It was determined that the vibration was due to destroyed bearings. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device has been returned and is currently pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.